Manufacturer narrative:
Medical device was manufactured in accordance with our specifications. Breakage may be related to over-tightening of the device during use. This is the final report submitted regarding this surgical event and medical device.

Event description:
The tip of the screw driver broke off while in use. Tip was left in the patient.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The tip of the screw driver broke off while in use. Tip was left in the patient.